Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Right back cane is cracked. User leans to the right so puts more weight on that back cane.